Manufacturer narrative:
The phaco handpiece is returning for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 04/29/2009.

Event description:
The surgeon reported the phaco handpiece was not working efficiently. The patient was examined the following day of surgery with corneal edema and stromal folds noted. The patient outcome was noted as good.